Manufacturer narrative:
Examination was not possible, as the product remains implanted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution in 1998. The investigation could not verify or identify any evidence of product contribution to the reported problem with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigaton will be reopened. Depuy considers the investigation closed.

Event description:
During follow up, xrays discovered stem fractured. Revision surgery has not been scheduled. Doi 2000.